Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter tip was deformed. This was discovered before use. The following information was provided by the initial reporter: the catheter tip was deformed.

Manufacturer narrative:
H.6. Investigation: four photos and one sample were received by our quality team for evaluation. Upon visual inspection of the photo and sample, it was observed that there was damage to the catheter in the photos but no abnormality was seen in the sample; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, no root cause could be determined. H3 other text : see h.10

Event description:
It was reported that bd insyte¿ IV catheter tip was deformed. This was discovered before use. The following information was provided by the initial reporter: the catheter tip was deformed.